Event description:
Customer found on floor around noon. Paramedics were called. Emergency medical technician's arrived and tested and received a result of 26mg/dl. The customer was having seizures. The customer states blood glucose level was 465mg/dl at around 11:30am. The customer was treated with glucose and taken to the hosp. The customer received stitches in their head from the fall. Pt was released the next day. No controls were in use. A request was made for return of the suspect device and replacement product was sent.